Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain, radiculopathy, and spinal pain. It was reported that the patient had a revision in (B)(6) 2016 due to discomfort associated with having the ins at the belt line. The ins was moved to the stomach. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.